Event description:
It was reported to philips that during a procedure c-arm lost movement. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, clinical procedures were performed by the customer and completed by restarting the system. Philips field service engineer (fse0 inspected the system onsite and confirmed that c-arm losing movement. Review of the system log file showed that there were multiple errors in motor assembly, position slips and encoders. To resolve this problem fse replaced the flexarm longitudinal encoder assy as a precaution, cleaned the rails and carried out beam longitudinal position and current calibration. The defective component was returned to philips for analysis and confirmed the failure. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent and completed by restarting the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.